Manufacturer narrative:
(B()4) - cataract, induced, device remains implanted. Lens remains implanted. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Method: medical review. Results: medical review - the icl is indicated in patients (B)(6). There is a much greater risk of cataract in patients (B)(6) of age post icl implantation. The patient in this case is (B)(6). Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. (B)(4). Cataract extraction was performed in these cases and visual outcome was good. Conclusions: based on the complaint history, work order search and medical review, a likely cause of the event has been determined to be due to the off-label use of the lens with regards to the patient's age. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2007. The patient has a small subcapsular cataract. The icl remains implanted. Additional information has been requested, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Event description:
Additional information received - the cataract was diagnosed on (B)(6) 2007. The patient's post-op va was 20/20.